Event description:
During a spinal fusion case, part number 388.44, a rod holder, had a small metal bar in the middle that snapped off while the rod was implanted in the patient, causing the part to be unusable. All fragments were retrieved and it was reported: no harm to patient and surgery was completed favorably. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device history record review could not be performed as the records could not be identified. The device is nearly nine years old. The investigation is ongoing.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The hardness of the broken spring was measured and found to be 2.5 hrc above the spec 50hrc. The device is approx. 81/2 years old and it cannot exactly be determined if the age can have an effect on the hardness. The breakage of the spring is similar to other complaints which were evaluated as a corrosion tension crack. The investigation also shows that the device seems to have been reprocessed in the closed condition which would create extra tension in the springs (not recommended). The age and the amount of impacts the device received could also have an effect on the spring breaking. However due to the fact that the cause cannot be exactly determined we conclude this complaint to be indeterminate. A complaint history review shows that there are no other complaints for this lot. Placeholder.

Manufacturer narrative:
The uss, click¿x, and pangea spine systems include the rod holding forceps (388.44) for 6.0mm rods. Synthes offers four additional rod forceps (328.028, 388.449, 03.622.081, and 388.409) for these systems. The chu reviewed drawing (B)(4). This drawing calls out the appropriate dimensions, materials, and finishing processes for a successful holding forceps. The leaf spring failed at the through hole. Synthes received this instrument in november of 2004. The age of the instrument suggests the failure may be due to fatigue. The chu reviewed the complaint history for 388.44. From june 2011 to may 2013, the history shows four instruments with the hazard of this complaint. Based on sales of 6 mm rods for the same time period and the proportional availability of 6 mm holding forceps, the occurrence rate is (B)(4). The chu reviewed the risk analysis for each uss, click¿x, and pangea spine systems. None of these documents adequately address this hazard. Due to the unknown clinical loading conditions, the disposition of this complaint from a design perspective is indeterminate. Product code changed from htc to htd.

Event description:
This is report 1 of 1 for (B)(4).